Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2021-19885, 2017865-2021-19888. It was reported that the patient presented with sepsis. There is no known allegation from a health professional that suggests the infection was related to the dual chamber pacemaker system. The physician explanted the pacemaker, right atrial lead, and right ventricular lead. It was noted that a temporary pacing lead was implanted for backup pacing support. The patient was stable during the procedure. One day post procedure, the patient passed away due to cardiac arrest. There is no known allegation from a health professional that suggests the death was related to the dual chamber pacemaker system. The cause of death was unknown.  No additional information was reported.